Event description:
Per the user facility medwatch report, # 3301690000-2005-8002: "pt undergoing resection of lipoma at the base of the neck. Pt was receiving suppliemental oxygen via a face mask. Drapes tented with crushed towels underneath. Cautery ignited drapes. Oxygen turned off immediately. Pt sustained first and second degree burns to right side of face and to right shoulder. Pt was admitted to hospital." Note: pt had facial hair.